Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.

Event description:
When the 6f angio-seal sts plus was being deployed, the hub became disconnected on initial pullback. The device was reengaged in the sheath and the entire device was pulled back. During the pullback no tamper tube was visible. Manual compression was applied. During manual compression the tamper tube was found sticking halfway inside the vessel. The tamper tube was removed with hemostats. Manual compression was continued and hemostasis was achieved. The anchor reportedly migrated and was removed with a fogarty balloon. The patient is stable and was discharged.